Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported being not able to confirm errors because all the pump buttons do not work anymore. No adverse event reported.a request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.